Event description:
It was reported that during a ramp lesion surgery a device was opened and it was impossible to get the pds 0 suture up into the hook. The same thing was tried with pds 1, but the suture jammed in the knurls and wouldn't come out at the end of the hook. This was tried again with 2 other hooks but the surgeon had the same problem. All 3 devices ar-6068-25l were from the same batch 3030128765. Another hook with the ref. ((B)(4).) Was required to be able to suture the meniscus. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (4068-25tlf). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. Three unpackaged ar-6068-25l serial/batch number (B)(6) were received for investigation. All three devices arrived without suture. The returned devices were visually inspected, and it was noted: device# 1 the tip shows contamination and nicks. Device#2 nicks around the tip hole. Device#3 nicks round the tip hole. Functional test of the wheels on the three devices did not find resistance. The wheels move forward and backward without resistance. However, a functional test with a suture-passing wire found that the wire did not advance when the wheels moved. This is the third occurrence with the same part/batch number. The most likely cause for the reported failure is a supplier process.